Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. The power supply was not tested due to the observed frayed/exposed wires. The device history record for the patient electronics device was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.